Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's insulin pump has cracks to the display. Insulin pump was dropped. Customer's blood glucose level at the time 74 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.